Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead underwent surgical revision due to infection several years ago. The patient also took antibiotics for said infection. The lead was kept implanted. Several years later, the lead exhibited high, out-of-range pacing impedance measurements, loss of capture, and poor sensing and pacing. A lead fracture was confirmed through fluoroscopy. The lead was partially abandoned and the extracted part of the lead was discarded. The patient is not pacemaker dependent and no additional adverse patient effects were reported.